Manufacturer narrative:
Citation: cuko et al. Transcatheter valvular interventions after heart transplantation: a systematic review. Trends cardiovasc med. 2024 aug;34(6):362-368. Doi: 10.1016/j.tcm.2023.10.003. Epub 2023 nov 10. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis of heart transplantation patients who later underwent transcatheter valvular interventions. The meta-analysis covered 25 peer-reviewed articles and included 33 patients. Multiple manufacturer¿s devices were implanted in the study population; five patients were noted as having undergone transcatheter aortic valve implantation with a medtronic corevalve, evolut r, or evolut pro bioprosthetic valve. The clinical outcome for all five medtronic valve patients was noted as ¿alive¿ or ¿successful¿. One of the five medtronic valve patients implanted with a corevalve also received a permanent pacemaker. No further information was provided pertaining to medtronic products.